Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Customer had initially called on 15-oct-2019. At the time of the call, customer had been feeling well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is concerned with test results obtained of 86, 89, 92 and 91 mg/dl. Customer was also comparing the meter to another device. The customer¿s expected fasting blood glucose test result range is 110 - 150 mg/dl. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 143 mg/dl and 130 mg/dl using meter. Customer had been satisfied with the blood glucose results obtained and had declined a replacement at that time. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 02/28/2021 and test strips were opened one week ago. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Customer had called back the following day, 10/16/2019, to with the same complaint for low blood glucose test results. Customer also stated she was having blurry vision related to her diabetes. Medical attention was not needed at the time of the call. Call was escalated to technician and when customer was called back, customer stated that she was feeling well and was no longer having diabetic symptoms. Customer was concerned with fasting meter to meter comparison results of 123 mg/dl using meter and 176 mg/dl using another device. Customer requested replacement at time of call back.